Manufacturer narrative:
Combination product: yes. On 05-may-2025: information received lead was capped on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows noise, intermittent low sensing, and low impedance. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
This lead shows noise, intermittent low sensing, and low impedance. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.